Event description:
Pt brought into hosp for repositioning of posterior chamber implant right eye. Noted to have dislocation of post. Chamber implant on 4/21/00 they attempted repositioning and needed to exchange the posterior chamber intraocular lens implant right eye. Felt that lens implant may have had defect.